Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced discomfort at the ipg site due to losing a significant amount of weight causing the ipg to become closer to the surface. Surgical intervention took place on (B)(6) 2023 wherein the ipg was moved higher and implanted deeper in the pocket site to address the issue.